Event description:
It was reported that the patient temperature is creeping up (warmer) than patient set temperature on altrix. The temperature goal is 33.5, patient was at 33.5 and now 34.3, flow is ok, water temperature is 27-29, no position change, esophageal temperature probe in good place. The patient had been agitated/moving more when temperature started to increase. Rn got more sedation for patient and confirmed giving the sedation time to kick in and seeing if the temperature goes back to goal.

Manufacturer narrative:
No follow up was received from the user facility, based on available information, this event was likely not due to any component level defect.

Event description:
No new information.